Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a lap cholecystectomy procedure, when the device was being tested outside the patient, the clips were feeding slowly and tips of the device were not opening automatically after firing. The tips on the device were not aligning properly. Some clips were not closing all the way. Another like device was pulled and used for the procedure. There was no patient involvement and no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # = k90p4j. The analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clip was ejected; finally the instrument locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.